Event description:
It was reported that during insertion of the catheter, a piece approx 8cm in length separated and entered the vascular system. The pt required a surgical cut-down to remove the piece of catheter from the upper arm. There were no further complications.